Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and event codes are logged in the memory of their device. The customer advised that the device was repeatedly resetting itself. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.